Event description:
The manufacturer received information alleging a ventilator did not deliver the set tidal volume and the patient's blood oxygen saturation decreased. The patient was placed on another device and recovered. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator did not deliver the set tidal volume and the patient's blood oxygen saturation decreased. The patient was placed on another device and recovered. The device was evaluated by the manufacturer. The device passed all testing and was found to operate and alarm as designed.